Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration on their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient's mother to test the "try it" feature for alert functionality. The patient reported, got both audio and vibration. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.